Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported hv therapy delivery failed to convert a vf rhythm during dft testing. The device was disabled to prevent further therapy. In a subsequent review of the egms from dft testing, noise was observed. Telemetry was suspected.